Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out as intended. The device was disassembled and no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device deployed malformed clips. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.